Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E2: health professional: unknown. E3: occupation: (B)(6). The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that a leg angiogram with right groin access via 6 french device was performed. When the procedure was over, the 6 french angio-seal was used to close. On the final step they pulled back, the device did not have any collagen, and pressure had to be held. The patient was stable and there was minimal blood loss. The estimated blood loss is less than 250cc's. The reported event did not result in patient injury or surgical intervention. There is not a direct allegation that the reported device caused or contributed to patient injury. Additional information was received on 06 may 2024: an angiogram was performed prior to deployment of the angio-seal. There were no difficulties whatsoever with access, sheath, guide wire or catheter. A 6 french x 45 cm destination sheath was used.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide an update to section d4: UDI, and the completed investigation. The sample was not available for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that a non-deployment event occurred, although this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b5. The date 2024may06 was inadvertently submitted, 2024may09 is the correct date.

Event description:
Additional information was received on 09may2024: an angiogram was performed prior to deployment of the angio-seal. There were no difficulties whatsoever with access, sheath, guide wire or catheter. A 6 french x 45 cm destination sheath was used.